Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported water leaked from the conducer grommets. Only a few droplets of water leaked, so the device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.